Manufacturer narrative:
H6 - health effect clinical code: 4581 - pigment dispersion, iris transillumination, iris vaulting. Claim# (B)(4).

Event description:
A case report titled "bilateral late-onset pigment dispersion syndrome following implantable collamer lens surgery: a case report" was published and noted a patient experienced adverse events in the od and os eye after implantable collamer lenses were implanted. Pigment deposition on the corneal endothelium, iris transillumination defects, and iris vaulting at areas of contact with the icl were reported. Subsequent follow up visits demonstrated normal iop and stable visual fields. Lens remains implanted.